Manufacturer narrative:
The actual device used in the case was returned and evaluated. Visual examination of the occlusion balloon wire revealed that the balloon material appears folded upon itself. The proximal seal band and taper have been pulled in a distal direction. The laser coils are severly stretched between the distal shrink sleeve and the proximal balloon taper. Part of the shrink sleeve is attached to the proximal taper. The distal taper is intact. The extension wire of the occlusion balloon wire is missing and was not returned for evaluation. The event is not confirmed for would not deflate. The analysis is complete as of today (B)(4) 2013.

Event description:
It has been reported to us that the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. At some point during the procedure the physician attempted to deflate the occlusion balloon and it would not deflate. The physician attempted to pull the extension wire back to deflate the occlusion balloon however this was unsuccessful. The physician pulled back on the inflated occlusion balloon and removed it from the patient. The patient is reported to be fine.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.